Event description:
"Pump malfunction" pt bumped cadd legacy sn (B)(4) against the bathroom counter on an accident and now is receiving "no disposable clamp tubing" error happened on the same day. Pt tried to stop and restarted the pump, however the error came back. Back up functioning properly. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Strength: 1.5mg; dose or amount: 16nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 - to current. Diagnosis or reason for use: pah.